Manufacturer narrative:
(B)(4). Pump monitored for several days. Unit received with all operating currents within spec and passed insulin pump error test and displacement test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. Pump received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap, reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump rejected new batteries during replacement. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.